Event description:
It was reported that a malfunction occurred with the pump, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller in performing the reset. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and contact support if the issue happened again.